Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device¿s air sensor failed. The event occurred during testing. There was no physical damage, no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped battery compartment, missing battery door, peeled dso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.